Event description:
It was reported that a system error 2240 (air in tubing) and system error 2367 occurred on the homechoice (hc) during use. The rn stated that the peritoneal dialysis rn set it up earlier and the patient was confused about what to do. The technical service representative (tsr) explained that the alarm would end therapy and that the rn would have to set up with new supplies. The rn did not know when or if the patient was connected.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.